Event description:
Customer was provided 1312b from dentist, purchased 1314. Can not pass 1314b in between teeth. Customer said they break. Also, 1312b samples were used longer than recommended and they broke. Customer worried about choking.